Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified alarm triggered on a novum iq large volume pump. While in the cardiac intensive care unit (cicu) the patient was receiving a norepinephrine infusion for hypotension. The infusion had been running for an unspecified amount of time when the pump ¿stopped running¿ and ¿displayed a system error (not further specified) message.¿ the bedside nurses ¿switched levophed IV tubing to a baxter spectrum pump in the patient's room, and the patient's blood pressure recovered shortly after running the medication through the new pump.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.